Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator had gone into backup operation. The cause was identified to be a lack of firmware upgrade. The device was reprogrammed and restored. The patient was stable.